Manufacturer narrative:
(B)(4). The results of the investigation concluded that the sheath curve met specifications and no anomalies were noted when the dilator was inserted and fully advanced through the sheath. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. The cause of the reported aortic dissection remains unknown as it could not be confirmed. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related MFR report numbers: 2030404-2016-00044 and 3005188751-2016-00071. An aortic dissection occurred during an ablation procedure. A safire catheter was used to ablate the left ventricular posterior lateral, however it was felt the catheter was not ablating deep enough and the catheter was replaced with an sr0 sheath and a cool flex catheter. The sheath was introduced first, but it was unable to advance to the ascending aorta. The sheath was removed and an attempt to advance the cool flex catheter was done without success. An aortic angiogram was performed and a minor aortic dissection from the descending aorta to abdominal aorta was noted. The patient was asymptomatic and was transferred to the ICU for observation. The dissection resolved without intervention and the patient was discharged from the hospital. The cause for the dissection is unknown.